Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 11/04/2016. Complaint also included medical device lot #: 6064552; medical device expiration date: 08/31/2017; device manufacture date: 03/04/2016. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode for lifted/loose labels was not observed as (B)(4) samples met specifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that after normal blood collection, blood stays behind in inner well of the stopper from a bd vacutainer® barricor¿ with a lime bd hemogard¿ closure 13x100x5.5ml. On same product, labels are also loose and lifting off. No serious injury, blood to mucous membrane exposure or medical intervention was reported.